Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms. A47 alarms due to a corrupted history file. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 426mg/dl and insulin pump had motor encoder position error as they are unable to finish reservoir and tubing. Customer was treated with insulin shot. Customer declined troubleshoot for high blood glucose. Customer was advised to discontinue use of the pump. Recommended customer refer to back up plan. Insulin pump will be returned for analysis.